Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the check clutch alarm was found from alarm history. Visual and functional tests were performed on the returned device. Visual inspection shows cracked bottom left corner of top case. Upon functional testing, check clutch alarm was found. The probable cause of the problem is clutch.

Event description:
It was reported that upon investigation the pump was displaying a check clutch alarm. There was unknown patient involvement, and unknown patient harm.